Event description:
A remstar auto a flex device was returned to a third party service center as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed blower foam degradation additionally, the service technician also noted a dust fail contamination and has a error code e53 err_comp_log_sem_timeout. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.